Manufacturer narrative:
Beckman coulter is providing additional information for MDR #: 9612296-2016-00086, submitted to FDA on 22 june 2016. Additional investigation information: the sample probe valve returned to au manufacturing for investigation. Testing of the returned part did not duplicate the issue; the returned part performed within specifications.

Manufacturer narrative:
Field service engineer (fse) identified the sample probe valve appeared to be demonstrating intermittent failure and was the cause of the probe dripping. Diminished or impaired valve function has the potential to impact results. Fse replaced the valve. There have been no further issues reported. (B)(4).

Event description:
Customer reported to beckman coulter that intermittent dripping from the sample probe had been noted on the au480 clinical chemistry analyzer. There were no erroneous results generated; there was no death or serious injury associated with this event. Sample valve functions to control the aspiration and dispense of samples. There was no exposure risk associated with this event.